Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that the patient came in with severe headache. Once the procedure was stated post-incision the patient got registered with no issues. Later after the burr-hole the site opened the stylet and detected only red in the field of view. The health care professional continued with the pointer. The amount of inaccuracy is unknown. There is no reported delay to the procedure. No reported impact to the patient.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.